Event description:
It was reported that during a laparoscopically assisted distal gastrectomy procedure, the tissue pad melted and deformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 01/29/2009. Info anticipated, but unavailable at this time.